Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent robotic total laparoscopic hysterectomy on (B)(6) 2016 and barbed suture was used on the vaginal cuff. After several passes through tissue, the surgeon opined that the barbs weren't as prominent as the v-loc. Also, halfway through the closure, the suture broke in the middle. They had an open v-loc on the table, so the surgeon finished the case with that. There were no patient consequences reported. The device was disposed of.